Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adolescent idiopathi scoliosis and underwent an unspecified surgery at t2-l2 on (B)(6) 2004. Post-op, on an unknown date, the implanted set screw was found not to be broken off. Hence, a revision surgery was performed on (B)(6) 2019 in which the set screw was completely explanted. There was a delay of less than 60 minutes in the overall procedure time. No patient complications were reported as a result of the event.